Event description:
It was reported that patient presented in ER after receiving multiple shocks. Low impedance and externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received the lead was returned in 2 pieces. Internal insulation abrasions were found in multiple locations between the rv and svc shock coils as well as below the svc shock coil. The rv and re cables were exposed but the coating was not damaged except in one location at 26.4cm from the tip electrode where the rv cable was damaged and melted. The damage between the rv and svc shock coil circuits could have resulted in the low hv lead impedance observed in the field.